Event description:
The surgeon implanted a silicone lens model aa2003v and was removed without patient injury. It was indicated that the lens was removed due to the patient having weak zonules and the lens would not stay in place. Another lens was implanted. The model and lot numbers of the cartridge and injector are unknown.